Event description:
The pt reported, the adhesive on her insulin infusion set is not properly adhering. She stated she had to replace the headset 4 times yesterday and had elevated blood glucose readings of up to almost 600 mg/dl. She said all 4 headsets came from the same box. She stated her symptoms were extreme thirst, frequent urination, fatigue, and irritability and she tried to treat her readings by bolusing insulin. She has not switched to any new lotions or procedures. The pt stated she currently has a headset that is adhering to her skin and her blood glucose reading was 92 mg/dl this morning which is within her normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.